Event description:
During a laparoscopic nephrectomy, the silicone tip dislodged and fell into the pt. The silicone pad was retrieved from the pt and there was no harm to the pt.

Manufacturer narrative:
The device was returned and decontaminated. There were no observable mechanical defects or functional issues in actuating the tip. The silicone peeling was observed on the damaged sections. Activating beyond the recommended duty cycle of five (5) to ten (10) seconds on, ten (10) seconds off is recommended which is stated in the instructions for use.